Event description:
It was reported to medtronic minimed that the customer experienced minimed mobile application does not work. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.8.0) installed on samsung galaxy a15 (android 14) with mmt-1886 780g pump (software version 6.7w > 6.23w) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting a thorough investigation, we have found that: the app analytics contain information that ""check the installed package"" procedure was completed with the confirmation_needed result 2 times for the recorded period, which indicates that the actual update installation didn't happen on the pump because the customer likely didn't initiate it on the pump. The issue is unrelated to the bluetooth connectivity and is not on the app side. Issue status: confirmed. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively the customer must go through the steps slowly and follow all instructions, note that a few times the customer will need to perform actions on the pump. The customer should perform next steps: 1. Remove the battery from the pump. 2. Reboot the pump by long pressing the back button until the screen turns off (this will take ~20 seconds). 3. Turn the pump back on. 4. Restart the fota update process from step 1. 5. During the new fota update process, the customer should wait on the ""follow instructions on pump"" screen on the app and switch to the pump to proceed with the installation (the ""pump update successful"" pump screen which the customer can see on the app it's just for reference - it's not an actual pump screen). The pump team confirmed the issue and an esf (B)(4) was created from pump side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.